Event description:
The complainant reported a 61-year-old male patient presenting for acute myocardial infarction and cardiogenic shock. During impella support, it was noted that the patient experienced a right femoral hemorrhage. As a result of the bleed, the patient was administered 10 units of blood. Patient support continued throughout the event.

Manufacturer narrative:
The impella device was not returned by the customer and therefore, investigation of the device was not possible. Should any new information be returned, a supplemental MDR will be filed.